Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate and there was a crack issue with the device used on patient. During ablation, pump error occurred. The pump was restarted, but the problem did not resolve. When checked the tube, found something that looked like a crack. In addition, bubbles with no movement. Error was observed on the pump. The issue was resolved by replacing the tubing set with another new one. The procedure was continued. The procedure was completed without patient consequence. Additional information was received on 25-dec-2024. Although the bubbles were not loose, it was unable to identify it they were plastic bubbles or not. Additional information was received on 26-dec-2024. Provided a photo. The crack issue with the device used on patient was assessed as MDR reportable. The bubble with no movement issue was assessed as non MDR reportable as no risk to the patient.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture investigation was completed on 22-jan-2025. It was reported that a patient underwent a cardiac ablation procedure with a smartablate. During ablation, pump error occurred. The pump was restarted, but the problem did not resolve. When checked the tube, found something that looked like a crack. In addition, bubbles with no movement. Error was observed on the pump. The issue was resolved by replacing the tubing set with another new one. The procedure was continued. The procedure was completed without patient consequence. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, some bubbles and a scratch were observed in the tubing, this may be related to the reported issue. However, no cloudy condition can be confirmed based on the image. A device history record review was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).